Event description:
It was reported that high thresholds and high impedance were observed on the right ventricular (rv) lead. A lead fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076-45 lead, implanted: (B)(6) 2012; 5076-45 lead, implanted: (B)(6) 2008. (B)(4).